Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of infection is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection.

Event description:
Healthcare professional reported right side removal due to ¿infection.¿ healthcare professional additionally reported "a badly ruptured implant." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified observed an opening in the anterior side and biological tissue red/yellow color. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Event description:
Healthcare professional reported right side removal due to ¿infection.¿ healthcare professional additionally reported "a badly ruptured implant." Device was explanted.